Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was receiving and unknown drug. It was reported that "less than a year after implant" they had a problem with the pump and they had to do a surgery to "do something with the pump." Caller does not know what was wrong with the pump or what they did to the pump. Troubleshooting was not required.